Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. The customer's blood glucose level went up to 292 mg/dl which was addressed by delivering a bolus. Reportedly, the customer had manual injections as alternate insulin therapy.